Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-years-old male child patient's infusion set's tubing had detached broken at site connector approximately two weeks ago. This issue occurred with three infusion sets. At the time of the incident, the patient's blood glucose level was approximately 400 mg/dl. Reportedly, they changed the faulty infusion sets. No further information available.